Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the ptfe pad wore severely and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. Seal short circuit error occurred at the seal mode output. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the error and contact marks occurred since the user kept activating output with the severely worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad wore severely due to activating output by the user without grasping anything (including after the tissue separated) while the grasping section is closed. Based upon the finding of the eval, this report appears to be related to user handling.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on december 16th, 2015.(B)(4).

Event description:
Olympus medical systems corp (omsc) was informed that during a laparoscopic total gastrectomy, the subject device was used. When the user started to use the device, unspecified error occurred and the subject device could not be used. The procedure was completed with another thunderbeat. There was no patient injury reported. After we received the subject device for evaluation, we confirmed that the ptfe pad of it wore severely and the metal part was exposed on june 3rd, 2015.

Event description:
Olympus med systems corp (omsc) was informed that during a laparoscopic total gastrectomy, the subject device was used. When the user started to use the device, unspecified error occurred and the subject device could not be used. The procedure was completed with another thunderbeat. There was no pt injury reported. After we received the device for eval, we confirmed that the ptfe pad of the subject device was partially separated on (B)(6) 2015.